Event description:
When the consumer releases the joystick, the chair still creeps forward.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.